Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with fourteen remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter, when partially squeezed handle to load clip, the clips just fell out of the jaws. A clip fell into the patient cavity and was retrieved. The surgeon was able to squeeze the handle when the issue occurred and the jaws were able to close. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws during use. No clips formed correctly. To complete the case, they opened and used another clip. The current patient status is good.